Event description:
A hospital reported to our distributor that an rt125 infant bias flow breathing circuit was leaking after 90 minutes of use. They reported the circuit had passed a ventilator leak test prior to use. This event reportedly occurred 4 times with the same pt. No pt consequence was reported.

Manufacturer narrative:
The returned device was visually inspected under a microscope and mechanical tests were performed. Results: in the expiratory tube of the breathing circuit, 2 holes with surrounding stress marks were observed under a microscope. To simulate the damage in the returned device, a sharp pin was applied to another part of the returned device. The shape and orientation of these holes and markings were consistent with those originally observed on the returned device. We were unable to carry out a lot check as no lot info was provided with this complaint. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. It is likely that the breathing tube was punctured during use with a sharp object. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the past year of 0.011%.